Event description:
Medtronic received information from a literature case report regarding a 53-year-old male patient who had undergone transcatheter aortic valve replacement (tavr) with a 26 mm medtronic evolut r valve (serial number not provided) for severe aortic stenosis of a bicuspid aortic valve. Five months later, the patient was referred to the authors facility following cardiac arrest secondary to ventricular fibrillation (vf) while receiving hemodialysis at an outside hospital. The patient received immediate cardiopulmonary resuscitation and had return of spontaneous circulation following two shocks via a transdermal defibrillator. Coronary angiography (ca) performed prior to tavr suggested mild left main stem (lms) disease with severe right coronary artery (rca) disease, although image quality was poor. Following admission to the authors facility, the decision was made to transfer the patient to the coronary care unit (ccu) for observation, where the patient had a monitored episode of non-sustained polymorphic ventricular tachycardia and subsequently underwent ca. There were difficulties engaging the lms due to the evolut r frame, although the overall impression was of severe lms, left anterior descending (lad), and intermediate disease. The operator was unable to comment on rca disease, as they were unable to selectively engage the rca. The patient was started on dual antiplatelet therapy. Overnight, in the ccu, the patient experienced further vf with loss of cardiac output and required resuscitation. The following day, in view of the clear pattern of diabetic multivessel disease, the multidisciplinary team felt this would be best treated long term with coronary artery bypass grafts; however, due to the high surgical risk, the decision was made to pursue percutaneous angioplasty, accepting the risk of incomplete revascularization. During the procedure, difficulties were encountered when attempting to selectively cannulate the lms through the evolut r frame due to the high position typical of a bicuspid implant and the orientation of the evolut r commissures relative to the lms origin. Ultimately, selective cannulation was achieved and confirmed a tapering distal left main lesion, with critical proximal lad disease and further severe ostial d1 lesion and diffuse diabetic disease throughout, and severe proximal intermediate disease. The rca was not selectively intubated but was seen to be open proximally. Subsequently, a non-medtronic coronary stent was implanted in the distal left main/lad. As it was thought that the substrate for ventricular arrhythmia was likely to remain because of the patient¿s residual coronary artery disease, an implantable cardiac defibrillator was implanted prior to successful discharge from the hospital. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: el-medany a, et al. Case report: emergency high-risk percutaneous coronary intervention following transcatheter aortic valve implantation in bicuspid anatomy. Frontiers in cardiovascular medicine. 2021 jan 20;7:620272. Doi: 10.3389/fcvm.2020.620272. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.